Manufacturer narrative:
The device and pads were not returned to zoll medical corporation for evaluation, but the customer did provide the device activity logs. The customer reported that non zoll pads were used during the event. Review of the device activity logs observed pacer output out of range, ECG lead fault, and pacing ECG fault. These messages indicate poor coupling or incorrect pacer settings. However, it is unclear if it is due to the application/ positioning of the electrodes or patient coupling to the electrode pads. There are no indications from the device log that the device could not pace properly in manual mode. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to pace a male patient (age unknown), the device's pacer output was out of specification. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.